Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found there was a leak from the tubing through pinch valve pv 37 that the customer was able to replace. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported approximately 5 mls of uncontained clenz leaked from the coulter lh 500 hematology analyzer during normal instrument operation. There were ambient temperature error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.